Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant high results for 1 patient sample tested for elecsys tsh on a cobas e 801 module. The patient was tested on the e801 module and the tsh result was 5.11 uiu/ml and was reported outside of the laboratory. The result was questioned by the doctor as the patient is taking l-thyroxine and repeat testing by another method was requested. On (B)(6) 2018, the sample was sent to an external laboratory using an unknown method and the tsh result was < 0.01 miu/ml. This result was what the doctor expected for this patient. There was no allegation that an adverse event occurred. The 801 module serial number was (B)(4).

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.